Manufacturer narrative:
Product ID: 3093-28, lot# v332610, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID: 3093-28, lot# v332610, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) got ¿turned around¿ and didn¿t work because they were in an automobile accident in 2011. It was stated that up until that time the patient¿s device was perfect. It was noted the patient¿s seat belt pushed them up against the seat with tremendous force. Reportedly, the patient waited about a year and then went to their doctor because the ins wasn¿t working properly. It was stated that after the accident their ins was no longer helping with leakage. It was noted the patient¿s device was replaced and the patient believed this occurred in 2012. The patient stated they were told by their doctor that it was a difficult procedure because they couldn¿t get the wire out and it was embedded. Reportedly, the ins turned around and the wire was ¿going down and embedded in my flesh¿ so the doctor didn¿t want to dig around. It was noted the doctor placed another wire going to the correct place and left the other one there. It was stated the patient was told to stay away from program 3 and use the others. It was later reported the accident was on (B)(6) 2011 and the accident moved the device in their hip which is why it had to be replaced.